Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the reload was being applied to transect the cecum in a laparoscopic cecum resection procedure, when the surgeon introduced the reload through the trocar the jaws would not open. The surgeon was unable to press the green button and squeeze the handle and the stapler did not fire. They used another product to resolve the issue in order to complete the case. There was no patient injury.